Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6298692. Medical device expiration date: 2021-12-31. Device manufacture date: 2016-10-24. Medical device lot #: 7324826. Medical device expiration date: 2023-01-31. Device manufacture date: 2017-11-20. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: no sample were received. No photo was provided. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot #s 6298692 and 7324826 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of these batch numbers. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle leaked where it attached to the syringe during the injection. Lot#'s 6298692 and 7324826 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the user reported that there was leakage where needle twists and attaches to syringe as they were attempting to give the injection."